Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak in the aortic arch using a packing coil (pc), a lantern delivery microcatheter (lantern), and a guidewire. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, using the left subclavian artery approach, the physician advanced the pc through the lantern to the target vessel. It was reported that the pc would not take its intended shape. While advancing and retracting the pc, the coil unintentionally detached partially in the target vessel and outside of the patient. The physician attempted to push the pc using a guidewire; however, the guidewire became stuck within the lantern. While attempting to remove the lantern, the pc unraveled. Then using a snare device, the physician attempted to retrieve the pc; however, fluoroscopy could not confirm if the pc was removed due to the unraveling. Therefore, the snare device was removed. The physician then cut the pc using scissors at the puncture site and advanced the pc back into the artery. The procedure was completed using a non-penumbra stent.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.